Manufacturer narrative:
Device received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored five days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Device was downloaded and all bolus delivered were found at the care link report. No unexpected no delivery or no reservoir alarms noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address or serial number label and stained end cap sticker. Device passed the delivery accuracy test. The information provided date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 250 mg/dl. The customer¿s current blood glucose was 194 mg/dl. The customer was treated with insulin pump. The drive support cap was normal. Customer was alleging possible pump under delivery. The customer¿s blood glucoses were like 139 mg/dl then went up to 300 mg/dl. The product was returned for analysis.